Event description:
In (B)(6) 2012, it was reported that the patient experienced a return of symptoms and increased baseline pain. The patient stated that they were working in the garden a few days prior to the onset of symptoms. The patient awoke that night with "severe pain," and the symptoms persisted over the next few days. It was noted that the symptoms "were starting to relieve a little bit," and it was described as if "there was an interruption in medication." At that time, it was suspected that the catheter could be "kinked." Further discussion indicated that the battery may have been depleting given that the device was implanted nearly nine years prior to the report. In (B)(6) 2012, further information indicated that the pump had been explanted in (B)(6) 2012 due to a low battery alarm. The catheter was noted to have been "all bundled up and crunched up and put in behind the pump." It was reported that when the patient's surgeon "went in, he said he had to cut part of the catheter away to be able to use it because it was all crinkled." At that time, they were not sure "if the patient was getting the right amount of medicine." The catheter was revised and left in the patient, and the patient's dose was lowered. The medication used within the system was morphine. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).